Manufacturer narrative:
The device was not returned for investigation. The root cause of the limb ischemia was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that during implantation of an impella cp, the left femoral artery was lost after perclose. The procedure was completed by accessing the right femoral artery. Vascular repair was needed post explant. The patient was successfully weaned from the pump and survived.